Manufacturer narrative:
Valve was received for evaluation: DHR - lot 3288508, conformed to the specifications when released to stock. Failure analysis: - the valve was visually inspected: cut marks (not very deep) were noted in the silicone housing around the siphon guard. The valve passed the tests for programming, occlusions, leaks, reflux, siphon guard and pressure. No root cause could be determined for the valve; the valve functioned. As noted in complaint description, issue due to being implanted too deep. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4) office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve could not be programmed and was revised. The valve was implanted to the patient via l-p shunt. The procedure was for snph treatment and an initial setting was unknown. The patient had a minor headache. The setting change was attempted, but it was unable to change because the valve was implanted too deep. The re-operation for the valve reposition to the shallow place was performed. At the procedure, it was confirmed that the valve was unable to change the setting. Therefore, it was replaced to a new valve. The patient is now recovering.